Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: sheath on the distal end has scratches. It was determined that the problem was not caused by the repair because the product is not subject to repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited sheath on the distal end has scratches. There was no patient involvement.